Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states brand new out of box one pivot link is broken on this 9xdt manual wheelchair.